Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the patient developed an (B)(6) "blood infection." The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.